Event description:
A (B)(6) male patient admitted to hospital for cataract surgery on (B)(6) 2011. The day of surgery, the circulating nurse had the specified lens available and prior to the surgery the eye surgeon looked at the lens and agreed it was the correct lens. A time out was performed prior to the procedure. The surgery was performed. Following completion of the surgery but while the patient was still in the operating room, the eye surgeon realized that the wrong intraocular lens was implanted. Instead of implanting a (+) 4.0 diopter lens, a (-) 4.0 diopter lens was implanted: (-) 4.0 ma60ma positive diopter was intended. Negative diopter was implanted. Both the circulating nurse and the eye surgeon did check the lens before the surgery. Both saw the 4.0 ma60ma printed on the box but neither realized it was a negative (-) lens vs. A positive (+) lens. The print on the box that depicts a negative lens is small. It was elected to do an intraocular lens exchange before the patient left the operating room. The surgeon discussed this with the patient and wife before proceeding with the second surgery. Following the second surgery the patient was recovered and discharged home. At followup sentinel event meeting on (B)(6) 2011 recommendation to report event to FDA/manufacturer related to small "minus" diopter designation on the box - to make aware of the patient safety hazard. Further recommendations for manufacturers to possibly highlight the words "minus" with bold red font, or highlight that area with other distinguishing color. Minus diopters are less frequently see scanned page.